Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient expired during an initial device implant procedure for sick sinus syndrome and tachy brady syndrome. It was reported that the right atrial (ra) lead, right ventricular (rv) lead and device were successfully implanted with measurements in normal limits. While the physician was closing the pocket, the patient experienced hypotensive distress. The patient was intubated and cardiopulmonary resuscitation was performed for 51 minutes. The patient subsequently died with no reported involvement by the leads or device. It appeared to be a massive myocardial infarction with pulseless electrical activity. The patient had a history of an inferior myocardial infarction and a coronary artery bypass graft occlusion on the left side was suspected.